Event description:
Statement from employee: "I went to the pt's home and found that the metal hose was broken on the transfill unit. I switched out the machine with a new one." Statement from pt: pt stated that they were taking a tank off and putting an empty one on when metal hose nurse and stuck the pt on the front of their upper right leg leaving a baseball sized bruise and cutting them about 1/2 inch long and deep. Employee suggested to the pt that they had their leg checked by a physician. Employee observed that the pt was badly limping. Employee's assessment: "a transfill unit always has pressure on the line that connect on the tank. This pressure caused the brass fitting to rupture and caused the hose to jump and strike the pt on the leg."